Event description:
The customer contacted philips healthcare to report that the b battery compartment of the defibrillator "failed". There was no pt involvement.

Manufacturer narrative:
(B)(4): a follow up report will be submitted upon completion of the investigation.